Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs sys on (B)(6) 2010. It was reported that the pt had stimulation but during the last 2 to 3 months; the pt had surging sensation in his area of stimulation that lasted 1 1/2 mins and then reduced down to normal level. The sjm rep checked lead impedance and confirmed they were normal. The pt was requested to keep track of the surging incidences. The pt is working closely with his physician. No further info is available at this time.